Manufacturer narrative:
Visual and functional inspections were performed on the returned analysis. The reported resistance with the guide wire was not confirmed. The blocked marker lumen was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to resistance with the guide wire, include, but not limited to, user wipes off coating prior to insertion or patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). The marker lumen was found to have dried blood at the marker tube and polyimide tubing connection. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, resistance was met while advancing the device over the .035 guide wire and it could not be advanced to the target location. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 11f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: there was no bleed back after re-attempting to advance the proglide device over a new guide wire. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, resistance was met while advancing the device over the .035 guide wire and it could not be advanced to the target location. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 11f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.